Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the right ventricular lead integrity alert. A right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for two or more high rate-non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. Analysis also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 1881 ohms up from a trend in the 300-500 ohm range. Additionally, ther was oversensing due to non-physiologic signals/sic (sensing integrity counter) beginning (B)(6) 2015, 119 ventricular sensing integrity counts (sic) non-sustained ventricular tachycardia and high rate-non-sustained detected episodes with lead noise oversensing. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and thresholds with an alleged fracture. Additionally, the lead had a lead integrity alert (lia) for noise and oversensing non-sustained tachycardia with high sensing integrity counter (sic). The lead was reprogrammed off and was later explanted and replaced. No patient complications have been reported as a result of this event.